Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery due to a possible occlusion. The blood glucose reading was 579 mg/dl. The customer stated that the insulin pump alarmed no delivery while she was trying to bolus, but her blood glucose levels kept rising. She stated that she was unable to inspect the infusion set cannula at the time and was advised to perform a complete infusion set change. She advised that she did have insulin syringes available in the event that she may need to treat manually. Nothing further reported.